Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: the keypad cover is intact and the ok button responded intermittently. The ok button symbol is worn off. The keypad cover was removed and contamination was found under all button contacts. Unrelated to the complaint, the battery compartment is cracked from threads to the seal case. Also unrelated to the complaint the display is dim/fading/reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.